Manufacturer narrative:
Clarification to d6a. Implant date. 30 years ago, was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.